Event description:
It was reported that rad-87 device did not display the heart rate and spo2 measurements steadily. No known patient impact was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.